Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Comparison tests between 2 meters taken approximately 10 days ago, exact date unknown (both results taken within 10 minutes). Same vial of strips used in both meters. Customer's meter 297 mg/dl. Husband's meter 110 mg/dl. An additional comparison test was done on (B)(6) 2016 (both results taken within 10 minutes). Same vial of strips used in both meters. Customer's meter 561 mg/dl. Husband's meter 120 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.